Event description:
It was reported that the customer was experienced a high blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. To address the bg, the customer administered a correction injection through multiple daily injections (mdi) and received guidance from customer support on inspecting and troubleshooting the pump system. The support team advised the customer to consult with a healthcare provider to address the ongoing blood glucose issues and recommended replacing necessary supplies to resume normal insulin delivery.